Manufacturer narrative:
The event occurred in USA during a preventative maintenance procedure. It was reported that two venous bubble sensor would alarm ¿ven. Bubble sensor defective¿. Two venous bubble sensor was linked to one cardiohelp. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. The getinge technician stated that no service will be performed as the venous bubble sensors will be replaced as part of the fiel action. Another venous bubble sensor with a similar failure was already investigated by the supplier sonotec on 2020-04-28, following possible root causes were determined: - damaged wiring inside the cable due to mechanical tension. Damage due to overvoltage or esd (electrostatic discharge). In order to investigate further, several venous bubble sensors were returned for investigation to getinge life-cycle-engineering and investigated on 2025-12-01 within the non-conformity. The root cause was determined as a separation of conductors in the cable near the sensor. As a remedial measure, the feed opening for the conductors must be closed before casting by the supplier during manufacturing. The investigation and actions within this non conformity are ongoing. Fsca and CAPA were initiated. Referring to the fsca it is stated that "internal investigations have identified an issue with the durability of the connecting cable near the connection to the bubble sensor. Excessive bending of the cable can lead to poor contact, which may trigger the errors ¿ven. Bubble sensor defective¿ or ¿ven. Bubble sensor disconnected¿ on the connected medical device (rotaflow ii or cardiohelp-I). These errors can occur temporarily when the cable is moved or permanently if the connection is fully compromised. Upon availability of the new design: a new material 701055720 "bs 3/8x3/32 l1.7" (bubble sensor for 3/8¿ x 3/32¿ tubing, length 1,7 m) will be required for each exchanged sensor. " the fsca is ongoing. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on 2026-05-19 for the period of 2023-08-25 to 2026-05-18. In order to investigate the reported failure "venous bubble sensor malfunction/defective" further an internal nonconformity was initiated in november 2025. The investigation and actions within this non conformity are ongoing. The cardiohelp device was manufactured on 2023-08-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is in scope of CAPA and fsca was initiated. Based on the results the reported failure "ven. Bubble sensor defective ¿ fsca " could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during a preventative maintenance procedure. It was reported that two venous bubble sensor would alarm ¿ven. Bubble sensor defective¿. Two venous bubble sensor was linked to one cardiohelp. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. Complaint ID (B)(4).